Event description:
While performing an investigation on customer's freestyle navigator transmitter, a crack was observed near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been sent for further investigation. An investigation is in process. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.